Event description:
It was reported that procedure was canceled and rescheduled. Vascular access was obtained via radial artery. The 90%, 24mm x 2.5mm, eccentric de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex coronary artery. A 32 x 2.25 promus premier select drug eluting stent was advanced without pre dilatation but failed to cross lesion since the shaft of the device could not maintain its shape from the place he was holding and pushing it when the operator was trying to cross. He again tried with the same stent after pre dilatation but still failed to cross the lesion. The doctor eventually decided to leave the lesion untreated.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 32 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No issues were identified during the product analysis.

Event description:
It was reported that procedure was canceled. Vascular access was obtained via radial artery. The 90% stenosed, 24mm x 2.5mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified obtuse marginal artery. Pre-dilation was not performed, a 32 x 2.25 promus premier select drug-eluting stent was advanced directly but failed to cross the lesion. The shaft of the device could not maintain its shape while pushing it and trying to cross the device. The physician then pre-dilated the artery and tried to cross the device once again, but still the same. The physician decided to leave the lesion untreated. No patient complications were reported and the patient is stable.